Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics (date and duration not reported). This report is submitted on 3 august 2020.

Manufacturer narrative:
This report is submitted on 2nd july, 2020.

Event description:
It was reported the patient experienced recurrent infections. Additional information has been requested but has not been made available as of the date of this report, 2nd july, 2020.